Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited over-sensing of noise, resulting in an inappropriate shock. The physician advised that the noise is seen with minimal body movements. A request was made to have data from this device analyzed. Data analysis identified inappropriate shock in the secondary vector with amplitude changes, the primary is also not a suitable vector, at 1x gain there was under-sensing at rest and at movement and at 2x gain there was oversensing of the t-wave when moving. Rhythmcare recommended replacement of the system in the near future. The device remains implanted. No additional adverse patients were reported. New information was received indicating that this sicd device system was surgically explanted. No additional adverse patient effects were reported. Several attempts to obtain the model/serial and location of the explanted electrode have been unsuccessful. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
This report is being submitted to update a1 (patient identifier) b2 (outcomes attrib to adv event), b5 (describe event or problem), d6b (explant date), h1 (type of reportable event), h2 ( follow-up), h7 (remedial action), h8 (additional MFR narrative).

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited over-sensing of noise, resulting in an inappropriate shock. The physician advised that the noise is seen with minimal body movements. A request was made to have data from this device analyzed. Data analysis identified inappropriate shock in the secondary vector with amplitude changes, the primary is also not a suitable vector, at 1x gain there was under-sensing at rest and at movement and at 2x gain there was oversensing of the t-wave when moving. Rhythmcare recommended replacement of the system in the near future. The device remains implanted. No additional adverse patients were reported. New information was received indicating that this sicd device system was surgically explanted and discarded. No additional adverse patient effects were reported.